Event description:
It was reported the patient was admitted to the hospital for symptomatic av block, with no device output and loss of telemetry. It was noted that the patient had been closely followed, and eri (elective replacement indicator) status was never produced by device. Apparent eol (end of life) occurred while the patient was traveling. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) testing revealed no pacing output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) testing revealed no pacing output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported the patient was admitted to the hospital for symptomatic av block, with no device output and loss of telemetry. It was noted that the patient had been closely followed, and eri (elective replacement indicator) status was never produced by the device. Apparent eol (end of life) occurred while the patient was traveling. Additional information was subsequently received that the patient had a syncopal event. She was sitting down when she slouched over for about a minute and was unresponsive. She woke up feeling lightheaded and weak. She was taken to the emergency room and was noted to be in complete heart block, with a heartrate of approximately 25-30bpm. Review of telemetry and EKG noted no pacemaker spikes. It was thought the device was at eol, but a phone check about a month prior had no evidence of battery problems. The device was explanted and replaced. No further patient complications have been reported as a result of this event.